Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt was admitted to the facility with inr in her therapeutic range 2-3 on (B)(6) 2012. On (B)(6), nurse tested pt on the inratio meter and received inr >7.5, pt did not want to go to the doctor. Vitamin k was given. On (B)(6), the nurse tested the pt at 2.1 inr using the inratio2 meter. On (B)(6), pt went to the ER for cough and pain in her leg. Her inr was tested by the lab and was 19.0 inr (pt 114.4). Pt did not have any bleeding or bruising.

Manufacturer narrative:
Investigation pending.